Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient was hospitalized due to diabetic ketoacidosis (dka), high blood glucose (bg) levels of 33 mmol/l (594 mg/dl) fast heart rate and nausea, while wearing the pod on the abdomen. At the hospital, the patient was placed on an intravenous (IV) of insulin and saline, a shot for clotting was administered, anti nausea medicine and blood checks every hour.